Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the demonstration implantable cardioverter defibrillator (ICD) displayed a battery longevity of ??? And exhibited a gray bar upon interrogation indicating low battery voltage. The device is not used clinically. There was no patient involvement.